Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/29/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with the keypad peeling off and with all of the buttons responding intermittently. Removed keypad- contamination was found under all button contacts. Unrelated to the complaint, there is a dim display- letters have a red hue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.